Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Where the bed rail attaches to the bed the screw is not locking into place to hold the bed rail. The bed frame itself may be broken on the bed.